Event description:
It was reported that during an embolization treatment procedure, a coil deployed in an unintended location. The intended location for treatment was the liver. An imager catheter was placed at the target location. A 6mm x 20cm interlock-35 coil was advanced through and imager catheter. Resistance was encountered when releasing the coil. The physician believes that the coil got caught, stretched and was not in the right vessel. The coil was removed using a snare. The procedure was completed with the imager catheter and another of the same coil. No further patient complications were reported and the patient's status is listed as ok.

Event description:
It was reported that during an embolization treatment procedure, a coil deployed in an unintended location. The intended location for treatment was the liver. An imager catheter was placed at the target location. A 6mm x 20cm interlock-35 coil was advanced through and imager catheter. Resistance was encountered when releasing the coil. The physician believes that the coil got caught, stretched and was not in the right vessel. The coil was removed using a snare.. The procedure was completed with the imager catheter and another of the same coil. No further patient complications were reported and the patient's status is listed as ok. .

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the entire coil was severely stretched. Dried blood was present on the fiber bundles. The main coil interlocking arm had been pulled off. The delivery wires were inspected and no anomaly was noted. Microscopic inspection revealed evidence of welds on the proximal end of the coil. The coil zap tip and the delivery wire zap tip shape and surfaces were smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire dimensions were found to be in specification. As the coil was so severely damaged , the coil dimensions that could be measured were in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Manufacturer narrative:
(B)(4).